Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number 400503321. Four (4) used samples were provided for evaluation. Two of the four samples could not be cleaned out due to blood build up in tubing. The other two samples were decontaminated and then leak tested. One set passed testing and the other set failed. Upon visual evaluation, stress marks and cracks were found on side port of the caresite. While the exact root cause cannot be determined, review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: "customer was transfusing a 2nd unit of packed red blood cells. During the first few minutes of the blood running the patient let clinician know that there was something leaking onto their top from the tubing. It was noted that there was a crack near the y site closest to the patient and there was a small amount of blood leaking out." No injury reported.